Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending

Event description:
Further follow-up indicates the patient was explanted on (B)(6) 2018.